Manufacturer narrative:
Additional information was added: the lot was manufactured from july 17, 2019 - july 18, 2019. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap at the base of the spike port. The reported condition was verified. The likely cause of the condition is inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was discovered during preparation at the pharmacy. There was no patient involvement. No additional information is available.